Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the lens were mildly scratched. The tamper seal was not broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The pump delivered a mean of 54.925 ul of water with an average delivery error of (B)(4). The cause was due to the thick expulsor and scratched damages on the camshaft. As a result, the expulsor, valves, foam, and camshaft were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory. (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D3, d4: UDI ,g2, and g5 are unknown. G1 and g2 email is: (B)(6).

Event description:
It was reported that the pump failed the accuracy test 5 times during the annual preventive maintenance. The pump accuracy was above 6 percent limit. There was no patient involvement.